Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus wizard anomaly. Customer's blood glucose at time of incident was 320 mg/dl. The customer stated that the bolus wizard is not working even though the bolus wizard is on. The customer was advised that the insulin pump need to be replaced. Customer also reported via phone call that she had low battery alarm. Customer stated the pump went dead on her twice and she had to get the battery. After the troubleshooting was done, customer was advised that there is only one battery alarm found in the pump history.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.